Manufacturer narrative:
Patient identifier and weight are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01676 for the other associated device information. It was reported to boston scientific corporation that two trapezoid rx lithotripter compatible basket were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, while attempting to advance the basket into the common bile duct, the side car tore from the side of the catheter sheath. A second trapezoid rx lithotripter compatible basket was used. However, after capturing the stone, the basket was not able to crush or release the stone. Additionally, the tip failed to detach. The physician cut the handle, which released the tension and allowed for the removal of the basket from the patient. The procedure was completed with a bsc retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.